Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unspecified date, there was an issue with the spiros as they were placing on their syringes. The spiros when attached to the end of a syringe to connect to the vial adaptor and pull hazardous medication the spiros disconnect. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
Investigation summary: a photo was provided showing the spiros separated from the syringe. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.